Manufacturer narrative:
Abiomed received information that the patient also had access site infection and antibiotics was given.

Manufacturer narrative:
We received additional information on (B)(6) 2021 that the patient had thrombocytopenia and platelet transfusion was administered. Based on the clinical account of high activated clotting time (acts), the root cause of the access site bleeding was due to act management.

Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported an (B)(6) year old asian male patient had impella cp optical pump inserted in the left femoral for acute myocardial infarction (ami)- cardiogenic shock (cgs). The patient had subcutaneous hematoma, as a result the hematoma was surgically removed, ten (10) units of fresh frozen plasma (ffp), and ten (10) units of red blood cells (rbc) was administered.